Manufacturer narrative:
Additional information reported by the company operations manager was the fiber will not be returned for analysis.

Event description:
It was reported by a company operations manager that on (B)(6) 2011 the fiber tip broke. It was not recorded if the fiber tip was fractured and still attached. No patient injury was reported.